Manufacturer narrative:
As reported, during the use of a 5f mynxgrip vascular closure device (vcd), it was noted that the white advancer tube was not engaged or visible. There was no reported patient injury. The balloon was deflated, the device was removed, and manual pressure was applied for 30 minutes or less to achieve hemostasis. The deployer was trained and certified in the use of the mynx device. The patient did not have any relevant medical history (e.g. Bleeding disorder, hypertension, obesity, previous surgical procedures, pvd, allergies, etc.). The mynx was used during a diagnostic peripheral procedure. The target lesion was the femoral artery. The femoral artery¿s suitability was verified on angiography including the insertion angle (45 degrees) of the vascular sheath introducer. The vessel was 7 mm in diameter. There was no vessel tortuosity noted. There was no presence of pvd / calcium in the vicinity of the puncture site. The stick location was at the medium level. The user shuttled down completely and there was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. A 5f non-cordis sheath was used for the procedure. The patient recovered and was discharged with no complications after the mynx event. The patient¿s hospitalization was not extended and there was no reported injury. The product was not returned for analysis. A product history record (phr) review of lot f2002802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy - advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
During the use of a 5f mynx grip vascular closure device (vcd), it was noted that the white advancer tube was not engaged or visible. The balloon was deflated, the device was removed, and manual pressure was applied for 30 minutes or less to achieve hemostasis. The patient recovered and was discharged with no complications after the mynx event. The patient¿s hospitalization was not extended and there was no reported injury. The deployer was trained and certified in the use of the mynx device. The patient did not have any relevant medical history (e.g. Bleeding disorder, hypertension, obesity, previous surgical procedures, pvd, allergies, etc.). The mynx was used during a diagnostic peripheral procedure. The target lesion was the femoral artery. The femoral artery¿s suitability was verified on angiography including the insertion angle (45 degrees) of the vascular sheath introducer. The vessel was 7 mm in diameter. There was no vessel tortuosity noted. There was no presence of pvd / calcium in the vicinity of the puncture site. The stick location was at the medium level. The user shuttled down completely and there was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. A 5f non-cordis sheath was used for the procedure.